Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. Investigation revealed that there was no device malfunction, and the concentrator was functioning as intended. Inogen's investigation of the device is complete. Inogen is still pending medical records for the patient and will file a supplemental report, if necessary, when investigation is completed -or- when the information is received.

Event description:
It was reported the patient experienced low oxygen output. Reportedly, the patient's unit was malfunctioning for several days. Later, the patient was admitted to the hospital wherein they received breathing treatments. In turn, the patient was discharged home.